Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that it would be a good idea to turn off atrial based enhancements to prevent the device from using possibly suspect information. The consultant also discussed how the atrial lead cannot be programmed to unipolar configuration with an implantable cardioverter defibrillator (ICD). Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was implanted yesterday and an x-ray showed a dark spot. A boston scientific representative performed testing this morning and stated the numbers were in range. However, the physician is now stating the pacing impedance measurement is greater than 2000 ohms. No adverse patient effects were reported.